Event description:
Received an electronic report from a peritoneal dialysis user facility who has reported that a pt started leaking from a tear in his peritoneal dialysis extension set during the night. The pt clamped line with both the white clamp as well as a manual clamp and then called the on call nurse. The pt was instructed to take levoquin 750mg and to come into the clinic in the am. The pt arrived in the clinic in early 2008 for follow up and evaluation of this event. It has been learned that the pt went to bed with the clamps on and in the morning, the pt noted that the extension set broke off in 2 places. The pt did bring that set with him in a plastic bag. The rn placed a new extension set to the catheter and drained the effluent and found 150ml of dark yellow fluid. The rn then obtained a culture of the effluent, and it was sent to the lab for further evaluation. The pt also received a 2000ml 2.5% dialysate exchange with 2gm vancomycin and 120mg gentamycin administered intraperitoneally. The pt was advised to leave the fill with the antibiotics intraperitoneally for a minimal amount of 6 hours before going to cycler. The pt was also placed on a nystatin swish and swallow protocol as a prophylactic measure. The pt was also prescribed a prophylactic order of levoquin 250mg every other day by mouth for a total of 2 weeks. Add'l info received indicates that the culture to date is negative and the pt continues peritoneal dialysis. The sample is available for eval.